Event description:
It was reported that the event occurred in the anesthesia dept. When the physician tried to insert the spring wire guide (swg) into the syringe, he felt resistance and the swg did not advance smoothly; he decided to remove the swg. While removing the swg, he had difficulty pulling it out. He tried to pull the swg out and then it stretched suddenly. He replaced the swg with a new one and completed the procedure. There was no reported harm to the pt. Add'l info rec'd on (B)(6) 2011 from the distributor stated that the insertion site was the jugular vein. When the physician tried to remove the swg it unraveled, but he was able to remove it. There are no other reported complications or injuries. There was only a few mins delay reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.